Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire broke and remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph of the underside of the sensor pod was provided confirming the broken sensor wire; however, the complaint of the sensor wire remaining in the patient's skin was not confirmed. A root cause cannot be determined.